Event description:
It was reported that during implant of the pacemaker system, the right ventricular (rv) pace impedance was greater than 3,000 ohms. After verifying lead connections, the physician elected to switch out the lead. The new rv lead was inserted into the pacemaker, after which excessive signal noise was observed in the ventricular canal without being able to observe clean intracavitary channels. The lead connections were verified several times; however, the issue did not resolve. It was then decided to exchange the pacemaker. The new pacemaker was implanted without complication and the procedure was successfully completed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The helix was in a retracted position and dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during implant of the pacemaker system, the right ventricular (rv) pace impedance was greater than 3,000 ohms. After verifying lead connections, the physician elected to switch out the lead. The new rv lead was inserted into the pacemaker, after which excessive signal noise was observed in the ventricular canal without being able to observe clean intracavitary channels. The lead connections were verified several times; however, the issue did not resolve. It was then decided to exchange the pacemaker. The new pacemaker was implanted without complication and the procedure was successfully completed. No adverse patient effects were reported.